Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Patient believed that their leads might have migrated. Patient stated that the stimulation was uncomfortable so much that they had to decrease stimulation. Patient felt stimulation now in their calf where they did not feel it there previously. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.